Event description:
A user's spouse reported that the user fell backwards in the device while driving up a ramp in to his van. It was reported the device was in standard function at the time of the reported event. There was no injury reported and medical attention was not required. While no injury was reported as a result of this events, if this event were to recur, there is a potential to cause serious injury to the user.